Event description:
Customer claims that the alarm has power, but an intermittent alarm tone when pressure is off the pad. Also, when the alarm sounds, the lcd display becomes very dim. There is no damage to the outside of the alarm case. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval, results: eval for the returned product shows the alarm has an intermittent power when pressure is off the sensor pad. The lcd display became dim and turned off after a few seconds. The alarm case is cracked on the bottom right corner; one of the case screws is missing. Posey instructions for use indicates the alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (cracked) or immersed in liquid. The unit may stop functioning as designed. (B)(4).